Event description:
The device was used during a laparoscopic hysterectomy procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.